Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in the hospital for a week and the system was off track and now that they are at home they are leaking all the time. Patient mentioned that they were hemorrhaging to the point where she lost her blood count and it took 3 bottles of blood and 2 ion infusion to get her situated. Patient states they had them hooked up to the machine that drains the urine and so when she got home they were hoping that the ins help them with their symptoms. Patient service specialist reviewed how to check therapy status. Patient was able to connect and increase stimulation. Patient will maintain stimulation level and will continue to track symptoms.